Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant medical products: 694965, lead, implanted: (B)(6) 2005; 5076-52, lead, implanted: (B)(6) 2009.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD)system was explanted. The left ventricular lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.